Event description:
Technician alleges the side rails will not latch.

Manufacturer narrative:
We found the bed has the old style mattress, 36 inch. Account was shipped a 35 inch mattress to resolve the problem. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.